Event description:
It was reported that during the attempted implant procedure of the new device, it was observed that the setscrew would not engaged the grommet. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw was loose/detached.